Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset process, which resolved the issue, allowing the caller to successfully start their sensor session without further errors.